Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device and communication/interviews: during the call with the getinge emergency support coordinator, the unit's screen was verified not locked and unit was suggested to be switched out. The console was switched successfully and there was not another alarm since. The affected console was tagged for biomed. A getinge field service engineer (fse) was dispatched and evaluated the iabp, but was unable to reproduce the reported gas loss alarm issue. The fse confirmed multiple "gas loss in iab circuit" alarms in the log file as well as a few "augmentation" alarms preceding the gas loss in iab circuit alarms. It is suspected that the catheter was the cause of the gas loss alarms. There were no electrical faults reported, and the fse reloaded the b.17 software as recommended in three of the faults. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported to the emergency support consultant (esc) that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The user followed the help screen but was not able to start the pump. The keys were greyed out. The esc verified that the screen was not locked and suggested switching the console, which was done successfully. No additional alarms were reported to occur. There was no harm or injury to the patient and no adverse event was reported. This medwatch is for the reported gas loss alarm, the touchscreen issue has been reported in a separate medwatch.

Manufacturer narrative:
During a call with a getinge representative, the unit's screen was verified not locked and unit was suggested to be switched out. The console was switched successfully and there was not another alarm since. The affected console has been tagged for biomed.

Event description:
N/a.